Event description:
The account alleged the head hi/low is slowly drifting down. It is a slow but noticeable drift. The account has replaced the head hi/low down and trend values and the rod lock but the issue remains.

Manufacturer narrative:
The account ordered a replacement hydraulic manifold. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.